Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4)to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. These components are provided to baxter already assembled by a supplier. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st150 set , the proximal part of the tubing (described as the blue tip) was observed to be broken. There was patient involvement but no patient impact and medical intervention was reported. No additional information is available.